Event description:
The account alleged the bed would go into reverse trendelenburg when the cardio pulmonary resuscitation was used, even after letting go of the cardio pulmonary resuscitation lever the bed would continue to move. No patient impact.

Manufacturer narrative:
The account made adjustments to the cardio pulmonary resuscitation cables but the issue remained. The account found that the pin used to activate the cardio pulmonary resuscitation had become stuck in the head drive motor. The account replaced the head drive motor to resolve the issue.